Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensing of noise and pacing inhibition greater than two seconds. The field representative (rep) couldn't reproduce the noise with isometrics and pocket manipulation. All lead measurements were stable. It was noted the patient experienced syncope with falls. Technical services (ts) suspected the noise was electromagnetic interference (emi). Additional information was received from the rep,the emi episodes were observed when the patient underwent surgery. This crt-d remains in service. No adverse patient effects were reported.